Manufacturer narrative:
Patient sample ID (B)(6) was submitted for investigation. No interfering factor was identified. Based on the information provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results due to the different set-ups of the assay, the different antibodies used and differences in standardization materials and methodologies. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 2 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii (ft4 iii), and elecsys tsh (tsh), on a cobas e 801 module. The 2 patient samples were submitted for investigation where discrepant results were identified. One patient sample was discrepant for ft3 iii between a cobas e801 module used at the investigation site and the centaur method. The other patient sample was discrepant for ft4 iii between the customer's e801 module and the centaur method. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e801 module serial number used at the investigation site was (B)(4).